Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was found that the new atrial lead could not be fully inserted into the atrial port of the implantable cardioverter defibrillator. The lead was attempted to be reconnected, but the set screw of the atrial port failed to be tightened to sufficiently hold the lead. The device was removed and replaced on (B)(6) 2021. There were no patient consequences.